Manufacturer narrative:
There was no specific scope model/serial number provided; therefore, it is unknown if the subject scope was returned to olympus for evaluation. The cause of the patient's outcome cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that a patient contracted an escherichia coli (e. Coli) from unidentified scope and expired after undergoing an ercp procedure on (B)(6) 2015. The patient¿s family member reported that the patient was very ill prior to the procedure and was placed on life support due to her health declining further. The patient¿s treating physician reportedly diagnosed the patient with the same strain of e. Coli that was identified during an outbreak at the user facility. No further information was provided.